Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered. Programmer data show 3 - lead integrity alerts and patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2010 11:52:25, (B)(6) 2010 10:09:43 and (B)(6) 2011 08:39:40. Sensing - oversensing 3 - ventricular nst <=180 ms between (B)(6) 2011 14:15:26 and (B)(6) 2011 18:27:38. Sensing - interference/noise. Ventricular short interval count v-sic=147.4 counts avg/day, in 5.25 days, between (B)(6) 2011 10:28:50 and (B)(6) 2011 16:22:11.

Event description:
It was reported that there was oversensing and noise on the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.